Event description:
Information was received from health care professional via manufacturer representative regarding a patient undergoing vertebral body replacement for vertebral fracture. It was reported that the caudal side extended end cap was broken. Implant remains in patient. No patient symptoms or complications as a result of this event. Additional information received from the rep that broken fragments still inside the patient, no revision surgery planned for explantation. This event happened after 3 months of operation at the outpatient visit for fu, the broken end cap was seen in x-ray. On (B)(6)2023 ared(rep): additional information was received from the rep that, the head-side extended endo cap was damaged (pli 20).

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.